Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's left atrial pressure was 16mmhg. Transseptal puncture was posterior inferior. The patient's activated clotting time (act) level was 320 sec. During the procedure it was noted that there were multiple manipulations due to a prominent left atrial ridge. It was observed that there was difficulty entering the left atrial appendage (laa). A curve morphology made deployment difficult. The device was partially re-sheathed twice. The device was implanted. Six hours post-implant the patient presented with a cardiac tamponade. Pericardiocentesis was performed and 400ml of liquid was drained. A puncture was discovered on the circumflex artery line in the laa. The perforation was surgically repaired with a patch. The user believed the cardiac tamponade was due to the disc of the device. The patient status was stable.

Manufacturer narrative:
An event of cardiac tamponade six hours post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Only a fluoro picture of the implanted device was provided. Based on the information received, the cause of the reported incident could not be conclusively determined, however multiple manipulations during procedure may have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.